Event description:
I've recently been feeling all these symptoms since I went in for my surgery which is essure permanent birth control, back in 2010; very fatigue, weight gain, heavy periods, bloating, shortness of breath, severe back and front abdominal pain, headaches, ovarian cyst, recently uterine fibroid, strong vaginal odor, bacterial vaginitis (bv) urinary tract infections, black blood, brown blood often bright red blood that often is heavy bleeding, irregular periods last more than a week, severe cramps, discharge, shortness of breath, constipation.